Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of discrepant results for a urine sample for 1 patient tested for albt2 tina-quant albumin gen.2 (albt2) on a cobas 6000 c (501) module. The initial albt2 result was 3.6 mg/l. The sample was repeated 3 times with results of 79.2 mg/l, 6.5 mg/l and 7.0 mg/l. It is not clear which results were believed to be correct. No incorrect results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The albt2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
The service engineer replaced the sample probe and confirmed the module¿s performance was within specification. The customer confirmed there were no further discrepancies after the probe change. General reagent issues could be excluded.